Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Surgeons and nurses reporting that the inner packaging of triathlon implants to get to the implant if difficult to open. There is no starting point in order to peel the paper back to expose the implant. This either needs to be cut or pierced.